Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with guardian 2 link and glucose sensor simulator and calibrated the blood glucose precisely. Unit also communicated properly with blood glucose meter and transfer the blood glucose value to the insulin pump correctly. Insulin pump was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer's old pump was not synching properly with the meter, and the pump was providing inaccurate readings. In some cases, the difference was over 80 points between sensor glucose and blood glucose. The customer states that they might have crashed from low to high at least 25 times. There were times when the reading said the customer was at 68 mg/dl when in reality they were 106 mg/dl. The suspend feature would activate and stop insulin flow, leading to highs of up to 450 mg/dl the customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was satisfied with the assistance. The insulin pump will be returned for analysis.